Manufacturer narrative:
This report is associated with previous report 9617601-2024-00361. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of an intracranial aneurysm with a pipeline embolization device, several procedural issues were encountered. The procedure involved the right internal carotid artery, which was unruptured and saccular, with a maximum diameter of 4.2 millimeters and a neck diameter of 4 millimeters. Landing zone: distal: 2.4 mm and proximal: 2.6 mm. The access vessel was the femoral artery with a diameter of 8 millimeters. During the stent pushing process, there was slight resistance in the front terminal section, which increased in the second half. The stent guide wire could not be pushed after entering the middle section of the soft section of the catheter. The stent system could not be withdrawn, necessitating the simultaneous withdrawal of the stent and catheter. It was found that the connection at the soft section of the catheter was disconnected, and the stent could not be withdrawn from the catheter. Even after replacing the stent and catheter, resistance remained high, making the operation difficult to complete. A similar situation occurred earlier the same day, where the stent guide wire and catheter were locked and could not be pulled. It was suspected that there was a problem with the marksman catheter, as the same issue occurred with three marksman catheters on the same day. The angiographic result post-procedure indicated good vascular reconstruction. Additional information received reported it was suspecting the quality of this batch of products, several catheters used that day performed very poorly. There was resistance during delivery, but no way to withdraw it. It was suspected that it broke during repeated pushing and pulling. There was a problem with the catheter lumen, and the delivery rod of the stent could not be withdrawn outside the body. Resistance occurred in the distal soft segment. There was no damage to the pipeline pushwire observed. There were no other issues reported. Additional information was received regarding the other events, stating the others have already completed the surgery, so they are not reported. It was clarified that the report of performed poorly meant when the device was delivered, the resistance was large. The soft section at the tip end was deformed after removal. The operator replied that the resistance inside the catheter, changes in the lumen or hydrophilic layer would affect the resistance. Resistance occurred in the middle and back section of the catheter. There was no damage to the pipeline pushwire observed, the stent was not visible inside the catheter. The patient is in good condition. The aneurysm was located in the middle cerebral artery (mca). There was normal vascular tortuosity.